Event description:
It was initially reported by biotel heart that the charging port was melted. There was no report of death or serious injury to patient, operator, or bystander.

Manufacturer narrative:
Engineering conducted an investigation on the returned device. It was inspected for general physical integrity and passed. The device began charging at 8:30am at 1494.6ma. Device finished charging at 10:22am at 402.5ma. No problems found. The device drew normal amount of current and max temperature was 88.8f. Device charging cord was not returned for evaluation. Any alleged melting was not likely due to issues with the monitor. Device charging port was inspected; no damage was noted. Conclusion: engineering evaluation was unable to confirm charging cord melt. The monitor showed no signs of issue.